Event description:
It is alleged by the family of the deceased that a painpump infused 90 ccs of 0.5% marcaine with epinephrine in "one day" following a shoulder arthroscopy procedure. It was reported by the hospital risk manager that "the patient had complained of dizziness and lost consciousness at home." The hospital risk manager reported the patient was brought to the e.r. By the emergency medical system staff at 1400 in 2002 with no signs of life and was pronounced dead. It was also reported by the family that "the patient had experienced severe chest pains for a few days." The patient died approximately three days after the pump was placed. According to the physician who placed the pump, "the pump had no relationship to the cause of the patient's death whether it infused in one day or three." The physician also stated that the patient was "not in good health." The hospital risk manager reported, the preliminary cause of death to be a pulmonary embolism. A request for a toxicology report was sent . The coroner will notify stryker instruments when the toxicology report is available and will not release the device until the report is finalized.